Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system catrx aspiration catheter (catrx) and a guidewire. During the procedure, while backloading the catrx onto the guidewire, the physician experienced resistance and noticed that the catrx was kinked near the rapid exchange lumen; therefore it was removed. The procedure was completed using a new catrx and the same guidewire. There was no adverse effect to the patient.